Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). During the procedure, colon resection was performed with a competitor device and the rectum resection with the (B)(4) and its initial reload (first use of the device): the device cut but no staple. Another section of the rectum part was performed lower (under the (B)(4) section) and the anastomosis was performed manually (manual suture). Longer procedure of 45 minutes. No follow-operatively; the patient is well.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The physician reported the intraocular lens was explanted without complication 4 months after implant due to the patient's unwanted halos and glare. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.